Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Device has been explanted.

Event description:
Patient reported right side horrible pain and the prostheses is very damaged, and linguine signs¿,¿ presence of envelope segments of the device floating in silicone, suggestive of an intracapsular rupture." Device has been explanted.

Event description:
Patient reported right side horrible pain and the prostheses is very damaged, and linguine signs¿,¿ presence of envelope segments of the device floating in silicone, suggestive of an intracapsular rupture." Device has been explanted.

Event description:
Patient reported right side horrible pain and the prostheses is very damaged, and linguine signs¿,¿ presence of envelope segments of the device floating in silicone, suggestive of an intracapsular rupture." Device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe as it is a medical event that is not related to the device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side horrible pain and the prostheses is very damaged, and linguine signs¿,¿ presence of envelope segments of the device floating in silicone, suggestive of an intracapsular rupture." Device remains implanted.